Event description:
As reported, during treatment of thoracoabdominal aneurysm, the inflation port of an advance 35 lp low profile balloon catheter cracked. The device was inserted into the left femoral artery to flare a cook zenith fenestrated endovascular graft. The patient's anatomy was not tortuous or calcified, and no resistance was felt during insertion. After the balloon catheter was connected to an inflation device, the inflation port fitting cracked. A power injector was not used. During attempted inflation, saline was sprayed from the crack in the fitting. The procedure was successfully completed with another device of the same type. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during treatment of thoracoabdominal aneurysm, the inflation port of an advance 35 lp low profile balloon catheter cracked. The device was inserted into the left femoral artery to flare a cook zenith fenestrated endovascular graft. The patient's anatomy was not tortuous or calcified, and no resistance was felt during insertion. After the balloon catheter was connected to an inflation device, the inflation port fitting cracked. A power injector was not used. During attempted inflation, saline was sprayed from the crack in the fitting. The procedure was successfully completed with another device of the same type. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU states ¿upon removal from the package, inspect the catheter to ensure no damage has occurred during shipping.¿ the information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure contributed to this failure mode. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted.